Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted surgical procedure, the customer was encountering a repeated error 23068 on the patient side cart (psc). The customer had completed a power cycle and a hard power cycle with no change. The customer reported that they were unable to move the boom due to the errors, so they were unable to use the system. They did not have a backup psc and was not certain how they would proceed. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to duplicate the reported error. Fse completed a boom calibration workflow and system verification. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse made electrical/mechanical adjustments to resolve the issue.